Manufacturer narrative:
The reported event of high impedance measurements was confirmed. It was also reported that the patient received inappropriate high voltage therapy and that noise was observed in all channels with no real sensed signal present. Electrical testing revealed an anomaly in the hybrid. The cause of the reported event is consistent with the hybrid anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient received inappropriate high voltage therapy after an alert was delivered from the device. Upon interrogation in clinic, high defibrillation and high pacing impedance measurements were noted. Noise was also observed on all of the channels. It was suspected that the leads were not properly connected to the device. The device was explanted and replaced while the leads remain implanted. The patient was in stable condition.